Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt's electrode belt had an exposed wire. A zoll pt service rep (psr) was dispatched to assist the pt. While with the pt the psr reported that the pts charger was humming and vibrating. The pt was issued a replacement electrode belt and charger/modem.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (damaged cable or wires exposed, add gel/replace belt messages) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn and caused the add gel/replace belt messages. The root cause of the damaged cable could not be positively identified but was likely excessive force. Device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received, the charger was unable to charge a battery. Upon investigation, the q1 transistor was internally shorted. The cause of the inability to charge a battery pack is the shorted transistor. The root cause of the shorted component could not be positively identified. No adverse event resulted from the damaged cable or defective charger/modem. The pt received a replacement electrode belt and charger/modem.